Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06723 it was reported that guidewire tip detachment occurred. The patient had diffuse disease. Orbital atherectomy was performed with a non- bsc system. A non- bsc guidewire was delivered to the posterior descending artery (pda). Another non-bsc wire remained in the right coronary artery (rca). A 3.5 x 38mm promus premier drug eluting stent (des) was delivered to the distal lesion in the rca. A second 3.5 x 38mm promus premier des was placed proximal to the first stent. The physician's intended to advance a samurai wire through both stents into the pda branch, remove the partially jailed non-bsc wire in the pda and protect the pda with the samurai. The samurai crossed the proximal stent, but would not cross through the distal stent as the wire had gotten stuck on a stent strut and could not be removed. A 14 microcatheter was advanced but the samurai would not move. The samurai was moved forward in attempt to dislodge it; however the wire became tangled into a ball. The physician removed everything from the rca. After re-engaging the guide, the physician noticed that the distal portion of the proximal promus premier had stent deformation and the tip of the samurai wire had broken off and was still inside the patient. The vessel was rewired. The broken wire was able to be removed with a snare. Another stent was placed over the damaged stent. No patient complications were reported and the patient's status is ok.